Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a device change out procedure when the cable was connected to the analyzer it did not pace. It was further reported that this resulted in an asystole because the patient was totally dependent. The cable was returned to service. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. The cable passed visual and mechanical inspection with no anomalies observed. Continuity tests ok. No intermittent connection found when cable was bent, connections were not shorting out between themselves.